Event description:
On (B)(6) 2021, dkk was informed that an aua5lh light was experiencing rusting and corrosion around the bom and radial arm, and that the paint was flaking off and the bearings were seizing.